Event description:
A physician reported a pt who was first skin tested in the forearm on 8/12/97. The pt returned to the physician on 8/19/97 with the test site 4+, pruritic, inflammed and erythematous. The physician prescribed topical ultravate and westcort ointments. The physician reported that the ointments provided some relief for the symptoms, but that the pt returned on 9/22/97 with persistent symptoms. The physician injected the test site with kenalog. The pt reported improvement of symptoms following the injection, date unknown. The weekend of 11/28/97, shortly after ingestion of beef, the pt developed severe pruritis, inflammation, and erythema at the test site. The physician believed this was a positive skin test indicating a hypersensitivity.